Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer receiving a flow blocked message during patient-side occlusion task in system maintenance. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: pm testing. Case resolution: customer receives device with message of system error. ¿ customer retests devices and receives a flow blocked message during patient-side occlusion task in system maintenance. ¿ explained the nature of the software and device messaging. ¿ assisted customer to retest and isolate problematic fault. ¿ in this case to re-establish the connection with device and software application. ¿ flow blocked message eliminated. ¿ customer to re-run the preventive maintenance to verify no pop-up error messages. ¿ they will call back, if any further concerns. ¿ end call.